Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following: it was reported by customer that they are experiencing air in line, bubbles, once their priming solution hits the little piece where two pieces of tubing come together above the pumping segment.

Manufacturer narrative:
The customer noted there is air in line issues coming from the tubing/tubing connection point above the pump, and returned a photo of the connection on material 2204-0007, lot unknown. The photo verified the complaint of air in line. The root cause for the issue was unable to be determined without a physical sample investigation. A device history record review was not performed as the lot number is "unknown" for this complaint.